Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The damage observed on the subject 7.5 screw indicates that it was likely fully locked. The exact cause of the reported issue could not be ascertained.

Event description:
Rod popped out of the end of construct screw 2 months post-op.

Manufacturer narrative:
Parts were recently received by manufacturer for analysis. There is evidence that the screw, which the rod popped out of, was fully locked. Only one x-ray has been made available to the manufacturer at this time. The patient was revised with five screws manufactured by another company.